Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not go through the sheath and which cracked at the tip where the sealant was then completely exposed. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no damage noted to the device or packaging prior to use. The device was used in an interventional procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was presence of pvd/ calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for about 30 minutes. The sheath was not kinked or bent upon removal. There was no visible bend or damage to the end of the balloon shaft after removal. No excess force was applied during insertion. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216503 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynx control vascular closure device (vcd) would not go through the sheath, which cracked at the tip where the sealant was and then completely exposed. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There was no damage noted to the device or packaging prior to use. The device was used in an interventional procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was presence of pvd/ calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for about 30 minutes. The sheath was not kinked or bent upon removal. There was no visible bend or damage to the end of the balloon shaft after removal. No excess force was applied during insertion. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open and syringe attached to the device. Sealant was exposed to moisture and swollen leading the sealant sleeve assembly to kinked/bent. Atraumatic tip was observed slightly kinked/bent but no cracks observed. The procedural sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control IFU. An insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly and the swollen sealant as received. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed on the returned device per the mynx control IFU, and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon was also verified and noted to be within specification. Visual inspection at high magnification showed that the atraumatic tip was observed slightly kinked/bent but no cracks were observed. The presence of the core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. Visual inspection at high magnification also showed that sealant was exposed to moisture and swollen, leading the sealant sleeve assembly to kink/bend. A product history record (phr) review of lot f2216503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system-impeded¿ was confirmed due to the kinked/bent condition of the sealant sleeves noted on the returned device. However, the reported ¿mynx control atraumatic tip-cracked-in patient¿ and ¿mynx control system - deployment difficulty-premature/in patient¿ were not confirmed through analysis of the returned device. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, vessel characteristics (presence of pvd/ calcium in the vicinity of the puncture site) and procedural/handling factors may have contributed to the kinks/bends observed on the sealant sleeve assembly. This may also have been the condition that was reported when mentioning a crack of the tip as the actual atraumatic tip was not cracked. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant to be exposed/swell and/or obstruct the device¿s path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggests that the failures experienced by the customer are related to the device¿s design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.